Manufacturer narrative:
No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via the patient calling into the technical services department reporting that approximately two years, four months and 17 days following the implant of this transcatheter bioprosthetic valve, the valve was explanted due to deterioration and replaced with a non-medtronic mechanical valve. No additional adverse patient effects were reported.